Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 23april2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. Two clips were implanted, reducing mr to a grade of 1. Two days after the procedure, before the patient was discharged from the hospital, imaging showed one of the implanted clips remained attached to the anterior leaflet, but it partially detached from the posterior leaflet. Mr increased to a grade of 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be related to patient condition (thickened chordal apparatus). The reported mr is a cascading event of the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.